Manufacturer narrative:
Further investigation was done on the initial complaint and in this investigation there was no patient involved in this issue. Failure was detected before the usage of the product. No further evaluation can conducted since no patient was involved with the incident.

Manufacturer narrative:
It was alleged that the cleat (lingual tube) was falling off the band. Due to this a patient swallowed the cleat and had emergency treatments; however no further specific information or product has been received at this time. Attempts are being made to get further information and will send an update.

Event description:
It was alleged that the cleat (lingual tube) was falling off the band and patient swallowed the cleat and emergency treatments were done.